Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. The root cause analysis captured in the technical summary identifies vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle as contributing factors to resistance during delivery system insertion, advancement through the sheath and potential sheath damage as a result of the increased push force. Review of manufacturing mitigations and IFU/training material is captured in the technical summary. In this case, the complaint was unable to be confirmed. The available information suggests patient factors (vessel tortuosity) likely contributed to the event. The presence of patient factors such as calcification, tortuosity, and undersized vessel diameters in the patient's access vessel can contribute to increased insertion force. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, while the valve was being advanced through the esheath some resistance was noted. Possibly due some angulation in the artery. The left ventricle (lv) wire perforated the left ventricle and the tavr procedure was aborted. The valve, sheath and delivery system were removed. The lv was repaired and plan was put in surgical aortic valve.